Event description:
It was reported that the cardioplegia water pump was not generating enough pressure to flow. No pt injury was reported.

Manufacturer narrative:
The field service representative found there was not enough water in the tcm to operate properly. He drained the water rom unit and cleaned out both tanks and screens. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.